Event description:
Information was received indicating that the patient's lead is still not functioning and the battery is depleted. The patient underwent revision surgery in (B)(6) 2017. The explanted devices have not been received to date.

Manufacturer narrative:
Adverse event or product problem; "adverse event" this information was inadvertently left off on mfg. Report #1. Outcomes attributed to adverse event; "required intervention to prevent permanent impairment/damage. This information was inadvertently left off on mfg. Report #1. Describe event or problem; "it was reported that prior to the vns replacement surgery that the patient was experiencing increase in seizure frequency that was worse than in the past. The increase in seizures appeared to be related to loss of vns therapy due to the high impedance event." This information was inadvertently left off on mfg. Report #1. (B)(4).

Event description:
Historically, the explanting facility does not return explanted product therefore product return is not expected. It was reported that prior to the vns replacement surgery that the patient was experiencing increase in seizure frequency that was worse than in the past. The increase in seizures appeared to be related to loss of vns therapy due to the high impedance event.

Event description:
It was reported that the vns patient's device showed high impedance. Patient trauma is not believed to have caused or contributed to the event. The patient was referred for surgery but no known surgical interventions have occurred to date.